Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, when the surgeon pulled the trigger in order to load a clip into the jaws, clips for 2 firings were found to be loaded, and were found to be deformed. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.